Event description:
I had essure coils placed in (B)(6) 2016, and in (B)(6) 2018, I started having symptoms that multiplied and worsened throughout the year. I had the coils removed in (B)(6) 2018 in hopes that some or all of my symptoms would lessen or go away. I dealt with anxiety, panic attacks, chronic muscle and joint pain, headaches, migraines, dizziness, brain fog, pain during sex, cramping, breast tenderness, low vitamin d, inflammation, mood swings, heart palpitations, acne, weight problems(gain/trouble loosing), caffeine sensitivity, fatigue, and diaphragm spasms. Since removal of the devices, the brain fog is gone, anxiety and panic attacks are much better, inflammation is gone, joint pain is gone, headaches have lessened, haven't had a migraine, dizziness is better, breast tenderness is only occasional (w/ cycle), haven't had palpitations, mood is much better (overall much happier).